Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and menstruation irregular ("hormonal changes describe: irregular menses") in a 34-year-old female patient who had essure (batch no. C91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for didn't want to get pregnant again: depo shot. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), rash ("skin rash"), nausea ("nausea"), cyst ("cysts"), migraine ("migraines/migraines / headaches"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or problems or changes/bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches/migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/ eye problems"), eye disorder ("vision/ eye problems"), asthenia ("lack of energy"), surgery ("surgery (other)-type of surgery") and ovarian cyst ("ovarian cysts"). The patient was treated with sertraline (zoloft), cilest (ortho-cyclen), surgery (she underwent salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular, alopecia, headache and asthenia had resolved, the rash, nausea, cyst, migraine, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, nervous system disorder, visual impairment, eye disorder, surgery and ovarian cyst outcome was unknown and the weight increased was resolving. The reporter considered alopecia, asthenia, bladder disorder, cyst, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, rash, surgery, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, irregular menses. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records were received: events per pfs: surgery (other)-type of surgery was added. Lot number was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain / pain") and menstruation irregular ("hormonal changes describe: irregular menses / hormonal changes describe: irregular menses") in a 34-year-old female patient who had essure (batch no. C91769- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for didn't want to get pregnant again: depo shot; for an unreported indication: prozac, vitamin, reglan and estrace. Concurrent conditions included menses irregular, endometriosis, breast discharge (on both breasts.), oligomenorrhea, left lower quadrant pain and genital bleeding. Concomitant products included diclofenac (voltaren), fluoxetine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea / nausea"), migraine ("migraines/migraines / headaches / migraines"), fatigue ("fatigue / fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) /apareunia (inability to have sexual intercourse)"), headache ("headaches/migraines / headaches / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), weight increased ("weight gain / weight gain"), dizziness ("neurological conditions or problems") and vision blurred ("vision/ eye problems"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (menorrhagia)") and bladder disorder ("bladder or problems or changes/bladder or urinary problems or changes / bladder or urinary problems or changes"). On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), rash ("skin rash"), cyst ("cysts"), urinary tract disorder ("urinary problems or changes"), eye disorder ("vision/ eye problems"), asthenia ("lack of energy"), surgery ("surgery (other)-type of surgery"), ovarian cyst ("ovarian cysts") and hormone level abnormal ("hormonal imbalance"). The patient was treated with sertraline (zoloft), cilest (ortho-cyclen), surgery (she underwent salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy with bilateral salpingectomy/ablation of endometriosis) and surgery (ablation of endometriosis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular, alopecia, headache and asthenia had resolved, the rash, nausea, cyst, migraine, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dizziness, vision blurred, eye disorder, surgery and ovarian cyst outcome was unknown and the weight increased and hormone level abnormal was resolving. The reporter considered alopecia, asthenia, bladder disorder, cyst, dizziness, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, rash, surgery, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the end of the essure could be visualized in the right ostia and the very tip of the device was visualized within the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion 19jan2016 :diagnostic report:clinical dx; pelvic pain, irregular menses operation; hysteroscopy, laparoscopy with bilateral salpingectomy, removal of essure, plasma bovie of endometriosis concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, irregular menses, hair loss, ovarian cyst". Lot number c91789 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of product technical complaint. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain / pain/ stabbing pains on one side') and menstruation irregular ('hormonal changes describe: irregular menses / hormonal changes describe: irregular menses') in a 34-year-old female patient who had essure (batch no. C91769- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for didn't want to get pregnant again: depo shot; for an unreported indication: prozac, vitamin, reglan and estrace. Concurrent conditions included menses irregular, endometriosis, breast discharge (on both breasts.), oligomenorrhea, left lower quadrant pain and genital bleeding. Concomitant products included diclofenac, fluoxetine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea / nausea"), migraine ("migraines/migraines / headaches / migraines"), fatigue ("fatigue / fatigue/ tired"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) /apareunia (inability to have sexual intercourse)"), headache ("headaches/migraines / headaches / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), dizziness ("neurological conditions or problems/ dixxy spells") and vision blurred ("vision/ eye problems") and was found to have weight increased ("weight gain / weight gain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (vaginal)/ spotted"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (menorrhagia)") and bladder disorder ("bladder or problems or changes/bladder or urinary problems or changes / bladder or urinary problems or changes"). On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), rash ("skin rash"), cyst ("cysts"), urinary tract disorder ("urinary problems or changes"), eye disorder ("vision/ eye problems"), asthenia ("lack of energy"), ovarian cyst ("ovarian cysts"), mass ("hard lump on back of head"), abdominal pain lower ("cramps"), vomiting ("vomiting"), muscle spasms ("leg cramps"), rash pruritic ("itch all over/ I am constantly scratching at my arms, back, legs"), night sweats ("chronic night sweats"), chest pain ("my chest has begun hurting"), back pain ("lower back pain") and mood altered ("moody"), underwent surgery ("surgery (other)-type of surgery") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with ethinylestradiol;norgestimate (ortho-cyclen), sertraline hydrochloride (zoloft) and surgery (ablation of endometriosis, hysterectomy with bilateral salpingectomy/ablation of endometriosis and she underwent salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular, alopecia, headache and asthenia had resolved, the rash, nausea, cyst, migraine, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dizziness, vision blurred, eye disorder, surgery, ovarian cyst, mass, abdominal pain lower, vomiting, muscle spasms, rash pruritic, night sweats, chest pain, back pain and mood altered outcome was unknown and the weight increased and hormone level abnormal was resolving. The reporter considered abdominal pain lower, alopecia, asthenia, back pain, bladder disorder, chest pain, cyst, dizziness, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, headache, hormone level abnormal, mass, menorrhagia, menstruation irregular, migraine, mood altered, muscle spasms, nausea, night sweats, ovarian cyst, pelvic pain, rash, rash pruritic, surgery, urinary tract disorder, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: the end of the essure could be visualized in the right ostia and the very tip of the device was visualized within the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. (B)(6) 2016 :diagnostic report:clinical dx; pelvic pain, irregular menses operation; hysteroscopy, laparoscopy with bilateral salpingectomy, removal of essure, plasma bovie of endometriosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, irregular menses, hair loss, ovarian cyst". Lot number c91789 is not valid. Concerning the injuries reported in this case, the following ones were reported via social media : events added- mass, abdominal pain lower, vomiting, muscle spasms, rash pruritic, night sweats, chest pain, back pain, mood altered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu 9 and 10 processed together. Social media contents received : events added- mass, abdominal pain lower, vomiting, muscle spasms, rash pruritic, night sweats, chest pain, back pain, mood altered. On 2-oct-2019: fu 9 and 10 processed together. No new clinical information received. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain / pain") and menstruation irregular ("hormonal changes describe: irregular menses / hormonal changes describe: irregular menses") in a 34-year-old female patient who had essure (batch no. C91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for didn't want to get pregnant again: depo shot; for an unreported indication: prozac, vitamin, reglan and estrace. Concurrent conditions included menses irregular, endometriosis, breast discharge (on both breasts.), oligomenorrhea, left lower quadrant pain and genital bleeding. Concomitant products included diclofenac (voltaren), fluoxetine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea / nausea"), migraine ("migraines/migraines / headaches / migraines"), fatigue ("fatigue / fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) /apareunia (inability to have sexual intercourse)"), headache ("headaches/migraines / headaches / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), weight increased ("weight gain / weight gain"), dizziness ("neurological conditions or problems") and vision blurred ("vision/ eye problems"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (menorrhagia)") and bladder disorder ("bladder or problems or changes/bladder or urinary problems or changes / bladder or urinary problems or changes"). On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), rash ("skin rash"), cyst ("cysts"), urinary tract disorder ("urinary problems or changes"), eye disorder ("vision/ eye problems"), asthenia ("lack of energy"), surgery ("surgery (other)-type of surgery"), ovarian cyst ("ovarian cysts") and hormone level abnormal ("hormonal imbalance"). The patient was treated with sertraline (zoloft), cilest (ortho-cyclen), surgery (she underwent salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy with bilateral salpingectomy/ablation of endometriosis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular, alopecia, headache and asthenia had resolved, the rash, nausea, cyst, migraine, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dizziness, vision blurred, eye disorder, surgery and ovarian cyst outcome was unknown and the weight increased and hormone level abnormal was resolving. The reporter considered alopecia, asthenia, bladder disorder, cyst, dizziness, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, rash, surgery, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the end of the essure could be visualized in the right ostia and the very tip of the device was visualized within the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . On (B)(6) 2016 :diagnostic report:clinical dx; pelvic pain, irregular menses operation; hysteroscopy, laparoscopy with bilateral salpingectomy, removal of essure, plasma bovie of endometriosis concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, irregular menses, hair loss, ovarian cyst". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- dizziness, blurry vision, hormonal imbalance, and abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), hormonal changes describe: irregular menses, bladder or urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), pain, hair loss, weight gain, fatigue, clubbed to previous events. Reporter information, historical drug, concomitant disease was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. C91789) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for didn't want to get pregnant again: depo shot. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced rash ("skin rash"), nausea ("nausea"), cyst ("cysts"), migraine ("migraines"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menstruation irregular ("hormonal changes describe: irregular menses"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/ eye problems"), eye disorder ("vision/ eye problems"), ovarian cyst ("ovarian cysts") and asthenia ("lack of energy"). The patient was treated with sertraline (zoloft), cilest (ortho-cyclen) and surgery (she underwent salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, alopecia, menstruation irregular, headache and asthenia had resolved, the rash, nausea, cyst, migraine, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, nervous system disorder, visual impairment, eye disorder and ovarian cyst outcome was unknown and the weight increased was resolving. The reporter considered alopecia, asthenia, bladder disorder, cyst, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: reporters added and updated patient demographics. Historical drug, laboratory test, treatment drugs were added. Added suspect drug indication and lot number. Added events hormonal changes describe: irregular menses, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, headaches, neurological conditions or problems, dysmenorrhea (cramping), vision/eye problems, weight gain. Updated events and onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), nausea ("nausea"), cyst ("cysts"), migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, nausea, cyst, migraine, fatigue and alopecia outcome was unknown. The reporter considered alopecia, cyst, fatigue, migraine, nausea, pelvic pain and rash to be related to essure. Most recent follow-up information incorporated above includes: on 28-jul-2017: quality-safety evaluation, update of FDA codes, addition of ptc global number reference. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), nausea ("nausea"), cyst ("cysts"), migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, nausea, cyst, migraine, fatigue and alopecia outcome was unknown. The reporter considered alopecia, cyst, fatigue, migraine, nausea, pelvic pain and rash to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.